Event description:
A report was received that the patient underwent an ipg replacement due to discomfort at the pocket site while charging and loss of stimulation due to multiple resets. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to discomfort at the pocket site while charging and loss of stimulation due to multiple resets. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The returned ipg passed visual, electrical, performance and photographic imaging tests. The complaint regarding difficulty charging the ipg was not verified. The ipg was able to be fully charged after 1 cycle. The complaint of interrupting stimulation was not verified, when the stimulation was activated the outputs were monitored on a scope. The stimulation outputs were measured and consistent with the amplitude and pulse widths. The complaint regarding the ipg generating excessive heat was not confirmed, the charging profile exhibits no excessive temperature during the charging cycles, however the heat could be perceived as a burning sensation when the pocket is shallow. The device exhibits normal device characteristics.